Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on february 13, 2020. It was reported the same information previously reported. They added that they have tried using the device for months, and had tried calling the physician for help with adjusting their settings, but it never did any good. They stopped using the device about 8 months prior to this report (around (B)(6) 2019) because it seemed to be making their pain worse. Their leg, foot and sciatica pain was excruciating for them. They expressed they would like to take it out but did not have the financial means to pay for an explant surgery. They inquired about financial assistance programs available. Information was provided to the patient regarding avenues they could explore to get financial assistance outside of the manufacturer and they were redirected to their physician to discuss explant options for them. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of pain was not determined. It was determined that the patient was attempting to get more oral pain medicine. Patient was reprogrammed at the doctor's request and ultimately discharged from the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain/ spinal pain. It was reported that the patient had pain so intense he had to go to the hospital. Patient stated the rep came to the hospital twice during his hospitalization, first to adjust stimulation and then to check on it. Patient stated he was promised by his healthcare provider that he would get immediate relief from the therapy. Patient stated he had been disabled from the pain for 30 years. Patient stated he had crps. Patient stated that his rep told him the procedure was not meant for patient's complex condition. Patient stated both the hcp released him from their care. Patient stated he has not even been using his therapy anymore and the hcp he was currently seeing recommended against using it and could not see where it was helping the patient. Patient stated that at the beginning he got a little bit of relief or if it was in his mind. However, a week or two, after implant, the pain came right back the same or maybe worse. Patient stated their mind was kind of blank right now; patient was on very strong narcotics. Patient stated they were confused because they were on so many medications. No further complications were reported/anticipated.